Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the patient was treated for a distal radius fracture. During the procedure, a variable angle locking compression plate (va-lcp) screw needed to be removed. During the removal of the va-lcp screw, the head of the locking screw in the most distal hole was found to be broken. After the extraction of all other screws and plates, the residue of the shaft from the bone surface was removed by the extraction bolt. This is report 1 of 1 for complaint (B)(4).